Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No excessive no deliver or occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No unexpected missing segment or partial display anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had rainbow effect on screen. The customer¿s blood glucose level was unknown at the time of the incident. Customer also states that they had no delivery alarm. Customer states that up and down arrows harder to press.the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.